Event description:
A consumer reported having blurry vision, halos and shadows in her distance vision following bilateral intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 07/22/2008, 07/23/2008, 07/24/2008 and 08/05/2008 by phone, fax and mail. A completed questionnaire has been received. This report was mailed to FDA on: 08/20/2008.